Manufacturer narrative:
This event occurred in (B)(6). The investigation found the qc results leading up to and on the day of the event were fluctuating, but within specification. The reaction monitors for the patient are disturbed for the first measurement only. Since the quality control results for crej2 are unstable a pipetting precision issue cannot be excluded. The field service representative cleaned the sample probe, exchanged the photometer lamp and incubator water, and performed checks, which seemed to resolve the issue. He performed calibrations and qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 0.02 mg/dl with a data flag (<test), which invalidated the result. This result was reported outside of the laboratory. The sample was repeated 3 times and the results were 0.60 mg/dl, 1.02 mg/dl, and 1.07 mg/dl. The result of 1.07 mg/dl was believed to be correct. The reagent lot number is 455884. The expiration date was requested, but not provided.